Event description:
It was reported that the user experienced persistent elevated blood glucose in the 180¿200 mg/dl range despite a breakfast announcement being confirmed by the ilet system, with no alarms and no visible leakage at the pump or infusion site; the user became confused during guidance on changing the infusion set and expressed concern about possible scar tissue in the abdomen. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond self-management guidance, and no hospitalization. Investigation included troubleshooting and education by customer support regarding site rotation and infusion set replacement. Investigation of this case revealed no device alarms, no evidence of leakage, and a potential for reduced insulin absorption related to infusion site condition or placement, although the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.